Event description:
It was reported that during a follow up after spaceoar vue placement procedure, a slight asymmetry in the hydrogel position was noted. Following the patient's first stereotactic body radiation therapy (sbrt) session, the patient reported severe pain and described the sensation as if his pelvis was "falling out". As a result, radiation treatment was paused until the patient's condition stabilized. A magnetic resonance imaging (MRI) scan was performed and reviewed by the radiation oncologist, who suspected possible infiltration of the hydrogel into the rectal wall, however, later the images were assessed that the gel is well placed and is not in the rectal wall. The issue remains under ongoing. The physician was unsure of the relationship between the device and the patient's pain; the patient has a spinal cord stimulator. Therefore, a specialist was consulted regarding this event, but he does not think that spinal simulator could be related to his pain.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e2330 captures the reportable event of pain.